Event description:
On (B)(6) 2012, the reporter called animas alleging that for the past 2 months, multiple keypad buttons are intermittently unresponsive, requiring several presses to respond. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. The complaint is being reported because the alleged malfunction of the keypad remained unresolved.

Manufacturer narrative:
.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, there is no peeling or visible damage of the keypad. The contrast, up arrow and down arrow keypad buttons respond appropriately when pressed. The ok keypad button responds intermittently when pressed. All keypad buttons have normal spring back or click. The keypad was removed for investigation revealing contamination under all the button contacts.